Manufacturer narrative:
Occupation ni equals lay user/patient. The event occurred in (B)(6).

Event description:
The customer complained of a questionable inr result from a coaguchek inrange meter serial number (B)(4) compared to the recombiplastin laboratory method. The result from the meter was 7.1 inr. On the advice of the customer's "specalist", the customer immediately went to the hospital and within one and a half hours after the meter result, a laboratory result of 4.2 inr was obtained. The customer's therapeutic range is 2.0 ¿ 3.0 inr. The customer was advised not to take warfarin on the basis of the laboratory result of 4.2 inr. There was no allegation of an adverse event. The customer had recently started on digoxin and had started eating more leafy green vegetables in their diet. The customer's meter and test strip were requested for return, but the customer decided not to return any of their products. The related retention test strips were tested in comparison to masterlot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The corresponding retention material complies with the specification, based on requirements of the regularly retention testing process of the qc department. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.